Manufacturer narrative:
Upon receipt, the fragmented lead under complaint was subjected to an extensive analysis. During the visual inspection multiple signs of wear could be noted along the lead fragment. In particular the insulation was worn through. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues during the implantation time of 11 years should be taken into consideration. Furthermore extraction damages were noted such as deformations of the shock coil and the fixation helix.. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported, that after an implantation period of approx. 135 months this lead was explanted due to a suspected lead damage.